Event description:
(B)(4) clinical study. It was reported that post coronary stenting procedure, myocardial infarction occurred. In (B)(6) 2011, the patient underwent an index procedure to have a 2.25mm x 16mm taxus liberte stent, 2.5mmx28mm promus, 3.5mmx18mm promus and 2.75mmx28mm promus stents implanted. In (B)(6) 2012, the patient experienced a myocardial infarction with ischemic symptoms lasting 10 minutes or more. Cardiac enzymes were drawn and repeat angiography was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).